Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Report sent to FDA section is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump passed the self test when turned on however, a review of alarm history registered a syringe plunger not in place error. Troubleshooting to include calibration of the force sensor, opening the plunger head and readjusting timing plates twice, checking connections to syringe. Sensor and replacing a broken guide barrel clamp still resulted in the device alarm. No patient injury was reported.

Event description:
Additional information received via email on 16-august-2022 from customer and attached in complaint: this pump did not fail while in use with a patient.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, had a non-OEM (original equipment manufacturer) top case and cracked on battery door. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Incorrect assembly of the timing plates by the customer was found. Reassembled the timing plates. The cause of the reported problem was traced to user incorrect assembly of the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.